Event description:
The patient was being moved and during that time, the cuff was blown. Mlt of 10cc was documented earlier in the shift. Emergency trach change was performed after noticing the cuff was blown. Old trach was removed and new trach size s7xlt(d) was inserted. Stoma was cleaned with iodine. Patient was hype oxygenated/suction before and after the procedure. Stoma was intact, no bleeding. No shortness of breath or respiratory distress was noted. Patient tolerated the procedure well. Spo2 96%, heart rate 78, respiratory rate 17. Performed cuff leak test by submerging trach in water and putting air volume into cuff. Bubbles was noted when cuff was fully inflated.